Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a follow-up appointment, this right atrial (ra) lead exhibited loss of capture (loc) and high capture threshold measurements, as well as a decreased sensing measurement. The physician elected to surgically explant and replace this ra lead to resolve the event. This lead is expected for analysis, but not yet received. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that at a follow-up appointment, this right atrial (ra) lead exhibited loss of capture (loc) and high capture threshold measurements, as well as a decreased sensing measurement. The physician elected to surgically explant and replace this ra lead to resolve the event. The patient was stable with no additional adverse consequences. The lead was received for analysis.